Manufacturer narrative:
On-site investigation has been made by our field service engineer (fse). The reported leakage issue could be duplicated during inspection. The leakage was eliminated by correctly reassembling the o2 tube that connects the device to the centralized o2 supply system in the department. No parts were replaced. The conclusion is that the leakage was due that the o2 tube was not correctly assembled to the centralized o2 supply system.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).